Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and the physician thought the stored episodes were corrupted. The device was re-interrogated and everything seemed to be normal. Technical support was contacted and poor telemetry was suspected. The device remains implanted. The patient was in stable condition.